Event description:
It was reported by the sales rep that during an open gastrectomy, the anvil half and the cartridge half were not united. It took longer to load the cartridge into the jaw for the 2nd firing before the device was united. When the device was used on the green setting, at the 1st firing, it functioned as intended without difficulties though a scrub nurse felt an unexpected resistance at closing. The quality of the target tissue was regular. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. After the device was received, the sales rep found that there was a loose between the cartridge and the cartridge fork and the cartridge was not loaded into the jaw properly and it fell out from the jaw. The firing knob was not returned to the home position.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge was not properly loaded as the knife was advance, one driver up and it was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with the return cartridge. The staple line and cut line were complete and the staples were noted to have the proper shape. The cartridge was loaded into the device without any difficulties. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.